Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the four insertion device would not push forward after cocking back spring on (B)(6) 2026 which led to hyperglycemia and got treated with correction injection via multiple daily injections.